Event description:
A male pt, was being treated in the shoulder area for shoulder pain with electrotherapy when the pt rec'd a skin burn. Seven minutes into a 20 minutes treatment, the pt terminated the electrotherapy treatment due to discomfort. The attending clinician removed the treatment electrodes and noted a 2nd degree skin burn less than 2 cm in diameter under one of the treatment electrodes. The clinician had prescribed the interferential electrotherapy waveform to treat the pt. At the time of the termination of the treatment, the output setting was set to 14 volts. The frequency setting was at the defaults. The pt did not request or seek attention for the injury. Because the pt was young and in good health, the clinician did not consider this a serious injury. The clinician also commented that it seems like the new device requires a lower setting.

Manufacturer narrative:
A device evaluation was performed by our engineering dept. Root cause is unknown because the device performed to specification and to its intended use. The engineering-department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.